Event description:
The customer reported to olympus during preparation for use, the evis exera iii xenon light source was not receiving a signal and the screen was black. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, because there was no signal to the monitor, it is likely that there was no problem in the subject device. However, the processor which processes an image malfunctioned, and this is likely the cause. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.